Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided. Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 48 mm stent delivery system was returned for analysis. A visual examination of the stent found the stent struts on the proximal stent strut row appeared opened extending over the proximal markerband. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during preparation. The balloon cones were reviewed; and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal edges of the tip. Tip damage most likely occurred during preparation when the user interacted with the device. A visual and tactile examination of the found no issues with the hypotube shaft. A visual and tactile examination of the outer extrusion and mid-shaft section and a visual examination of the inner extrusion found that the inner shaft polymer extrusion was broken at 12 cm from the port bond and the outer shaft polymer extrusion stretched. The inner shaft polymer extrusion was also noted to be bunched on several locations. These types of damages most likely occurred due to excessive force that could have been applied on the delivery system during preparation. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 13-jun-2019. It was reported that shaft damage occurred. A 2.50 x 48 synergy drug-eluting stent was selected for use to treat the lesion. However, a problem was noted on the distal shaft just before the stent. Another synergy drug-eluting stent was used and completed the procedure. No patient complications were reported. However, returned device analysis revealed stent damaged.